Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the user performed reprocessing without cap on, could not be identified. Presumably, that there was a difference in recognition on device handling or reprocess steps between olympus recommendation and the user. The user will be re-trained on proper handling at the user facility. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿reprocessing manual_ reprocessing the endoscope_ sterilizing the endoscope_ ethylene oxide gas sterilization of the endoscope.¿. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported that the cystonephrofiberscope is damaged; the device was reprocessed without the cap on, and the insertion tube was split open. The scope was damaged during reprocessing, but the damage was not discovered until after it was used in a patient procedure. The procedure the device was being used for was a diagnostic cystoscopy. The procedure was completed with the same set of equipment. The staff member that incorrectly processed the scope has been identified and will be re-trained. There was no delay in the procedure, and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.